Event description:
It was reported that the patient experienced hyperglycemia after not announcing a breakfast meal while using the ilet bionic pancreas, with a highest blood glucose of 295 mg/dl and no alerts for sustained readings above 300 mg/dl. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention, no use of backup therapy, and no ketone testing. Investigation included complaint review and user interview. Investigation of this case revealed user-related use error associated with a missed meal announcement, with device function not implicated based on available information. It was concluded that the event was attributable to user handling related to meal announcement behavior and did not constitute a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.